Manufacturer narrative:
No sample has been returned to manufacturing for evaluation for the report of blunt knives therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that multiple doctors have noted multiple knives to be blunt during surgery. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information received confirmed that alternate knives were obtained in order to successfully complete each cataract procedure. There was no impact to any patient.